Manufacturer narrative:
There was no additional patient information provided by the customer. This issue was previously reported under MDR number 1415939-2019-00040 under the incorrect manufacturing site. A review of tickets did not identify any other complaints for lot 93028m800 for falsely elevated patient results. There were no trends identified for the product issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 93028m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 93028m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Use error may have contributed to the customer's issue as further testing of the patient sample indicated a possible interferent was present. Based on the investigation no product deficiency was identified for the architect ca125, lot 93028m800.

Event description:
The customer reported falsely elevated architect ca125 results on one (B)(6) female diagnosed with ovarian serous cystic tumor. The results provided were: (B)(6) 2019 ca125 = 84.2u/ml / (B)(6) 2019 ovarectomy and surgery to remove tumor / (B)(6) 2019 ca125 = 295.5u/ml; on (B)(6) 2019 cea = 0.8 ng/ml and ca19-9 = 7.1 u/ml. There was no reported impact to patient management at this time.